Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative error code e-47 was displayed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative error code e-47 was displayed. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was duplicated. The device's blower needs to be replaced. The device passed the functional test using the internal battery and the golden disposable battery.